Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Successful retrieval of the filter with a snare through the existing sheath followed. Another filter was then successfully placed. No pt complications resulted from this event. The user facility will not release this device for eval. Therefore, no failure analysis is available. Follow up could not confirm if a pre-placement vena cavogram was performed prior to filter placement, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."